Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had damage and also had display anomaly. The customer¿s blood glucose level was 112 mg/dl. The customer reported that the insulin pump screen was missing pixel and also had blank spot. It was reported that they had partial display. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional instruction. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test, rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. No motor anomalies noted during testing. No missing segments noted during testing. However, moisture damage noted on lcd board noted during visual inspection. Device received with faded serial number label, cracked case(battery tube) and cracked battery tube threads